Event description:
Patient presented to emergency room with symptoms similar to pacemaker syndrome for two days. Atrial lead warning showed bipolar impedance greater than 5000 ohms and polarity switch. Both atrial and ventricular leads were subsequently returned with erosion reported. Additional information received reported atrial lead fracture and noise resulted in ventricular pacing and pacemaker syndrome symptoms. Both leads tested out of specification during manufacturer's analysis.